Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There were no excessive no delivery alarm and button error alarm noted. The unit passed displacement, rewind, basic occlusion, and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm and received no delivery alarms. The customer's blood glucose was 300 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.